Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome and lumbar radiculopathy reported via the manufacturer¿s representative (rep) it had been ¿over two years since the device worked.¿ the rep. Met the consumer on (B)(6) 2016 and confirmed the device was overdischarged. As a result the device was replaced with a non-rechargeable on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.